Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05288. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The laa was measured via transesophageal echocardiogram (tee) and angiogram. The anatomy of the laa consisted of a short neck, about 24 mm, with a small lobe. The laa made a bend ¿passed to the dominal direction¿. Transseptal puncture was performed. When positioning the wire in the pulmonary vein the wire landed in the laa several times. After the watchman access system was introduced into the laa, a pericardial effusion was observed on tee. As the patient was hemodynamically stable, the procedure was continued. A 27mm watchman laa closure device was advanced and deployed. After this, the patient¿s blood pressure dropped and the effusion increased. Pericardiocentesis was performed. The patient was transferred to the intensive care unit in stable condition.